Manufacturer narrative:
Capture-r ready-screen (pooled cells), lot n123, which was used on the instrument at the time of the complaint, expired prior to receiving the complaint. No additional serological testing was performed. The presence of the k antigen on crrs, lot n123, was verified through lot release records. The presence of the k antigen was confirmed on retention crrs, lot n126, which was also used at the time of the complaint. Lot n126 possesses more k antigen sites than n123 since both cells used in the n126 pooled plate are k+k+. In n123, one cell used in the pooled plate is k+k+, while the other is k-. This may explain the observed reactivity with n126, but not with n123. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.

Event description:
The customer reported an unexpected negative reaction with the pool_cell screen assay on the galileo. The donor sample was initially run on galileo and tested as negative.